Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produce low reading. R&d final root cause investigation has been completed. Most likely underlying the root cause of low glucose results is due to strips being stored outside tolerance levels.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all five results obtained. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 273 and 308 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results. Customer test only once a day fasting and the normal glucose range is 110-110mg/d. Customer is not taking any medication for diabetes. Customer states that nothing have change with in diet or medication.